Event description:
A tear was noted in sigmoid colon during routine colonoscopy after 2 polyps were removed. Tear was found transmurally in the sigmoid colon. Patient was admitted to and taken to the or for sigmoidectomy. Patient recovered well.